Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Unable to verify failed battery test or battery out limit due to button and keypad anomaly. Moisture damage found on the lcd board. Insulin pump received with cracked battery tube threads, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump was exposed to moisture. Customer stated it was raining and while outside, the device may have been exposed to the rain and is not working. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 133 mg/dl at time of reporting. Nothing further reported.